Manufacturer narrative:
Section b5: corrected. Section h6 health effect - impact code: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account stated they were due to right heart failure. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from 08sep2024 through 16sep2024. Low flow hazard alarms were captured throughout the file which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including flow and pulsatility index (pi) section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient will discharge on dobutamine and cardiomems when ready for discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced fatigue, chest pain, double vision, upper and lower extremity swelling, dizziness, worsening shortness of breath, palpitations, and low flow alarms. While the patient was in the clinic, they had frequent low flow events with their mean arterial pressure (map) in the 40's range. It was reported that the low flow alarms were due to right sided heart failure, which existed prior to implant with the left ventricular assist device (lvad). It was reported that a device related issues did not cause or contribute to the right heart failure. The low flows resolved with diuresis, speed optimization with a right heart catheterization and echocardiogram, and addition of inotropes. The patient's symptoms were due to chronic heart failure exacerbation. The patient was admitted on dobutamine at 5 mcg. The patient required aquadex and intermittent continuous venovenous hemodialysis (cvvhd). The right heart failure caused the renal dysfunction. Log files were submitted for analysis. It appeared the log files captured low flow events on 16sep2024. The low flow events appeared to have occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any mechanical circulatory support (mcs) equipment issues.